Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the customer's allegation was confirmed. During evaluation, it was observed the adhesive part of the objective lens was peeled off. It was also observed, the curved rubber adhesive was missing, the curved rubber part was cracked, the adhesive part of the objective lens was peeled off, insertion part of objective lens adhesive part appeared abnormal, the bending angle was insufficient due to the elongation of the angle wire, soft part replacement insertion part angle wire had wear, curved rubber scratches due to external factors were recognized, curved rubber parts were cracked, there were scratches on the operation part, due to external factors, operation unit body parts were cracked, scratches were noted on the grip due to external factors, grip parts were cracked, scratches were noted on switch 1 due to external factors, the video connector may have been scratched due to external factors, the light guide (lg) connector may be scratched due to external factors, scratches were noted on the surface of the lg cover glass due to external factors, the video connector case may be scratched due to external factors. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the rubber adhesive of the endoeye flex 3d deflectable videoscope was missing. Upon evaluation of the customer¿s returned device, it was observed, the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.